Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose declined to 45 mg/dl. The customer's daughter stated the customer has had low blood glucose for several days. It was also found the customer had incorrect basal rates, which may have caused their low blood glucose. The customer's blood glucose was 112 mg/dl at the time of the call. Customer treated their blood glucose with food and glucose tablets. Troubleshooting found the customer's insulin pump was functional. Customer was also assisted with adjusting their basal rates. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.